Manufacturer narrative:
(B)(4). The event was reported by the customer as an adverse event and device malfunction. As the event is described, the alleged issue with the teleflex device involved is unclear and therefore no device problem code could be chosen. Additional information for clarification was requested and obtained by teleflex from the customer: customer reports medical interventions were chest x-ray, trouble shooting anesthesia machine, repositioning et tube, consulting with another anesthesiologist. Customer reports the procedure being performed was "t3-t9 with instrumentation removal of implants exploratory fusion, due to the ve ntilation issues the surgery was aborted and decision made to stage the surgery." The device has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint received via medwatch ((B)(4)) alleges: the patient was undergoing a spinal surgery with general anesthesia. Approximately 4.5 hours into the case, peak pressures on the vent increased. The anesthesia team attempted to trouble shoot and another anesthesiologist assisted to evaluate the situation. No cause was determined: x-ray taken w/o change, decision to stop the current procedure in favor of staging the procedure. The patient transferred to the ICU intubated, place on the vent with normal airway pressures. Extubated early that evening without event. Bio med was notified, tested anesthesia machine ran pre-use check, all tests passed, discussed setting with the anesthesiologist who cared for the patient, set up the vent with the same settings used during the case on a test lung. Ventilator/anesthesia machine operated normally with test setup. Switched inspiratory filter to the filter used during the case and peak pressures went up, peak alarm sounded and delivered volumes dropped to keep peak pressure under set pressure limit.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Ten (10) pieces of the same catalog number in current production at the manufacturing facility were taken to test for any defective product. No defects were observed during a visual exam of the samples, and all ten samples passed drop testing. In the current manufacturing procedure, 100% drop testing is conducted at the assembly area; thus, any ineffective products will be culled out during this process. The instructions for use (IFU) states replace the filter immediately if there is increasing resistance or any suspicious contamination, occlusion , or other indications of malfunction present. In addition, to prevent an accumulation of condensation, position the filter to allow water to drain away from the upstream side of the filter. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint received via medwatch (0504240000-2018-8005) alleges: the patient was undergoing a spinal surgery with general anesthesia. Approximately 4.5 hours into the case, peak pressures on the vent increased. The anesthesia team attempted to trouble shoot and another anesthesiologist assisted to evaluate the situation. No cause was determined: x-ray taken w/o change, decision to stop the current procedure in favor of staging the procedure. The patient transferred to the ICU intubated, place on the vent with normal airway pressures. Extubated early that evening without event. Bio med was notified, tested anesthesia machine ran pre-use check, all tests passed, discussed setting with the anesthesiologist who cared for the patient, set up the vent with the same settings used during the case on a test lung. Ventilator/anesthesia machine operated normally with test setup. Switched inspiratory filter to the filter used during the case and peak pressures went up, peak alarm sounded and delivered volumes dropped to keep peak pressure under set pressure limit.

Event description:
Customer complaint received via medwatch ((B)(4)) alleges: the patient was undergoing a spinal surgery with general anesthesia. Approximately 4.5 hours into the case, peak pressures on the vent increased. The anesthesia team attempted to trouble shoot and another anesthesiologist assisted to evaluate the situation. No cause was determined: x-ray taken w/o change, decision to stop the current procedure in favor of staging the procedure. The patient transferred to the ICU intubated, place on the vent with normal airway pressures. Extubated early that evening without event. Bio med was notified, tested anesthesia machine ran pre-use check, all tests passed, discussed setting with the anesthesiologist who cared for the patient, set up the vent with the same settings used during the case on a test lung. Ventilator/anesthesia machine operated normally with test setup. Switched inspiratory filter to the filter used during the case and peak pressures went up, peak alarm sounded and delivered volumes dropped to keep peak pressure under set pressure limit.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. It was also noticed that the blue cap on the device was not a teleflex product. Drop testing was also conducted on the returned sample and no blockage was found. The IFU for this product states to replace the filter immediately if there is increasing resistance or any suspicion of contamination, occlusion, or other indications of a malfunction. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with he returned device.